Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a bluetooth malfunction. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates the patient presented in clinic. The bluetooth connection was restored and the device was able to pair with the mobile application.

Event description:
New information received indicates the patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communication via ble was confirmed. Based on the review of the information provided, it is suspected that a memory corruption had occurred, resulting in the loss of ble connectivity.